Event description:
The intended procedure was angioplasty of a shunt anastamosis. There was no info regarding the vessel or lesion characteristics. The product was prepped and clinically used according to the instructions for use (IFU). The lesion was wired without difficulty. The balloon catheter was advanced to the lesion. An attempt to inflate the balloon with an indeflator was made, however, it did not inflate. When the device was removed, a leakage from the balloon was noted. There was no consequence to the pt. A DHR review was performed and showed that this lot of products met all requirements per the applicable mqp, including the balloon burst test values. The product was not returned for analysis. In this case, there is not enough info to draw a conclusion between the device and the reported event.